Event description:
The pt did have a cardiac arrest due to an allergic reaction. This suction machine was used to aspirate her mouth when she was intubated. It did not work. This machine did not cause her death. An alternate machine was used and she was intubated. From hosp's investigation, this aspirator did not cause her death.